Manufacturer narrative:
Concomitant products: other applicable components are product ID 3889-28 lot# va1hzrl serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuros timulator. It was reported that a lead revision was done due to the patient's lead having moved and patient getting stimulation down their leg. Patient mentioned that they had fallen in their laundry room and thought this may have caused it. No further complications were reported.